Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the right ventricular lead exhibited high pacing impedance and high capture thresholds. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.